Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application and operating system(os) are incompatible due to an unsupported os update on the smart device. No additional patient or event information is available. No data was provided for evaluation. The reported incompatible g5 mobile application and operating system could not be confirmed. A root cause could not be determined.